Event description:
It was reported that pump displayed malfunction code malf 1 with associated fault ID and could not be reset, and no notable events occurred prior to malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to contact healthcare provider for backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed shipping details, provided storage mode instructions, and instructed customer to return malfunctioning pump within 10 days and to program pump settings and reconnect cgm on replacement device.